Event description:
It was reported that there was unstable thresholds, no capture at high output and low impedance on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.